Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues. Visual examination revealed the drill bit exhibits slight wear and scuff marks. There are also marks along the cutting edges and the drill has been unwound. Based on DHR review, evaluation, and unknown cause for the markings, this complaint is deemed indeterminate from a manufacturing position.

Event description:
It was reported during insertion four screws broke at the neck of the screw when used with 0.76 mm diameter drill bit with 5 mm stop. The shafts of the screws were left the patient and the surgeon selected alternate screws to secure the plate. This is 2 of 2 reports for the same event.